Event description:
It was reported that the procedure was to treat a 75% re-stenosed lesion in the proximal circumflex artery with mild tortuosity and mild calcification. A non-abbott balloon was advanced, but could not cross to the lesion. The 2.0 x 15 mm mini trek balloon was advanced; however, the balloon ruptured on the first inflation of 8 atmospheres, for 15 seconds. No additional dilatation was performed. There was no noted resistance during advancement or removal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.